Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the emergency medical services was dispatched due to low blood glucose level on (B)(6) 2020. Customer's blood glucose level was unknown. Customer was treated with glucose tablet and food. Customer was not using auto mode. Customer was not alleging insulin pump for low blood glucose level. The insulin pump will not be returned for analysis.